Manufacturer narrative:
The reported issue of receiving patient side occlusion alarms when entering a vtbi of 800ml during preventative maintenance check and that the issue is suspect to be from remediation could not be confirmed as reported. The investigation did confirm via log analysis the pump module was alarming for patient side occlusion alarms at the start of the infusion. This was found recorded on the date of (B)(4) 2019 at various rates ranging between 999ml/h and 10ml/h. Testing identified the pump module had a very low peak patient side occlusion pressure at approximately 2psi. Recalibration to default settings improved the peak occlusion pressure to approximately 6.5psi. Temporary replacement of the patient side (lower) pressure sensor resolved the out of range peak pressure and returned the peak pressure to the nominal value of 10.2psi with the calibration values at default settings. The remediation activity that was performed on this pump module was not found associated with the patient side occlusion issue this pump module was experiencing. The remediation test records reportedly indicated this pump module had passed pressure testing without requiring recalibration. The received disposable sets did not contribute to the patient side occlusion issue. The newer pressure sensor (fsa model) is the same as the old (fs01 model) pressure sensor with regards to its functional performance of detecting force/pressure. The newer pressure sensor model is a direct drop-in replacement. The newer pressure sensor had some design improvements such as increased safe load force from 7lbs to 15lbs, esd susceptibility increased from 4 kv to 8 kv, the linear accuracy improved from 5% to 1% and its input supply current decreased from approximately 4 ma to 2.7ma. Even though these improvements are intended to reduce the occurrence of pressure sensor failures, the design is essentially the same and may still fail if subjected to abuse or becomes damaged. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. There has been no report of patient harm.

Event description:
The customer reported frequent patient side occlusion events, an unspecified amount . The nurses are unable to start infusions at the rates that are required. They have to start low and increase to get the infusion to run. They are unable to deliver drugs in a timely manner in the infusion center. Biomed also checked receiving a patient-side occlusion alarm when entering a vtbi of 800 ml during preventative maintenance check. The pressure sensors were changed due to this. They questioned if this was occurring due to the remediation. There has been no report of patient harm. Although requested, no further information has been received.